Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was implanted for frequency/urgency and now had effective therapy. The patient reported that the therapy had been working well for her, but she had never felt stimulation. The patient reported that if anything, it worked too well because she was unable to void fully.